Event description:
Pks dissecting forceps tip melted off during use. A new forceps was added to the field and the case preceded without problem; no noted injury to patient

Event description:
Pks dissecting forceps tip melted off during use. A new forceps was added to the field and the case preceded without problem; no noted injury to patient